Manufacturer narrative:
No low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. Device passed the displacement test, self test, sleep current measurement and active current measurement. Hardware low level failure alarm (variable 3) alarmed during self test and pump trace download confirmed hardware low level failure alarm (variable 3) due to broken trace at u1 pin 1/vdd on keypad assembly. Unable to verify audio/absence of alarm during self test due to hardware low level failure alarm. Device received with same audio tone when switching from volume 5 to volume 1 due to hardware low level failure alarm. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump battery life lasts less than expected. Customer's blood glucose level was unknown. The device will be returned for analysis.